Manufacturer narrative:
Concomitant products. Model: 694765, lead; implanted: (B)(6) 2002.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) lasted less than five years and did not meet the accounts expected device longevity. The device was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.